Event description:
Doctors reported a false positive troponin I (tni) for one pt. Customer reports that pt presented to ed with light headedness and racing heartbeat. Triage testing was run on (B)(6) 2009 at 11:30pm. Results: ckmb: 2.0; tni 0.49. Per hospital protocol, the raised tni result caused the site to run two add'l draws. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Investigation pending.